Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® k2 edta (k2e) 3.6mg blood collection tube experienced whole tube push off non-patient end of needle. The following information was provided by the initial reporter: translated to english. The customer stated: "a vacuum blood collection tube (purple head cover) is used to collect blood for a patient. The blood collection tube will automatically push off the connection with the blood collection needle, which poses occupational exposure risks."

Event description:
It was reported the bd vacutainer® k2 edta (k2e) 3.6mg blood collection tube experienced whole tube push off non-patient end of needle. The following information was provided by the initial reporter: translated to english. The customer stated: "a vacuum blood collection tube (purple head cover) is used to collect blood for a patient. The blood collection tube will automatically push off the connection with the blood collection needle, which poses occupational exposure risks."

Manufacturer narrative:
H6: investigation summary bd had not received samples or photos from the customer for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode.